Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s therapy hadn¿t been working as efficiently anymore because they couldn¿t get to the bathroom on time. It was noted that they were able to increase the stimulation successfully, but the patient still couldn¿t feel stimulation. It was stated that they were about to change the program when the por message came up on the programmer screen. It was clarified that the patient had not had any recent medical tests or emi exposure. It was recommended that they follow up with their healthcare provider to have the por cleared. They were going to ask the healthcare provider to invite a manufacturer representative in. No further patient complications are anticipated or expected as a result of this event.